Manufacturer narrative:
Submitted september 28, 2018 the unit has been received for evaluation. When additional information is completed a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that there was a booting failure with an audible alarm. A component on the mainboard was burnt.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reports that there was a booting failure with an audible alarm. A component on the mainboard was burnt.¿ the device history record (DHR) for serial number (B)(4) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. Product cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The unit was returned to the service center and an evaluation was performed. Thermal damage to the mainboard was visually confirmed. Not all internal components were observed as burnt. The thermal damage to the mainboard appears to be related to over-current or over voltage. The potential root cause was identified as a faulty component, such as a voltage regulator or resistor. A request for further information was made. However, no additional information was provided. Therefore, a root cause could not be determined. The customer also cancelled the service request. The reported customer complaint was confirmed. A specific root cause could not be determined. A probable root cause was determined to be a faulty component. No corrective or preventive action is planned at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.